Event description:
It was reported, three months post-op, x-ray showed the left setscrew at l4 had backed out. The pt was asymptomatic. Revision surgery was not planned.

Manufacturer narrative:
(B) (4). No product was returned for eval. X-ray films were not provided to the MFR. With the available info, a cause or contributing factor cannot be identified.